Event description:
Co received an out-of-service removal report which indicated that this lead and another were removed from svc because of non conversion of ventricular fibrillation with these leds. The physician capped the leads. Implant date 2/11/92. Removed from svc 11/2/94. Total implant time 32 mo.invalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.